Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2 grams, route and frequency not reported) for peritonitis. At the time of the report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.